Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) devices were received for evaluation. Two (2) events were not duplicated during testing; however, the devices were found to be outside of specifications. One (1) device was found to be affected by broken-down lubrication. One (1) device was found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly overheating. There was no patient involvement; no patient impact.